Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the a/c indicator light was out/will not illuminate on the battery module. Since the event occurred during preventative maintenance, there was no patient involvement.